Event description:
It was reported that there was an atrial lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism and the proximal conductor. It was observed the proximal conductor was distorted, the outer insulation was breached cut, and the helix was distorted/bent; apparent explant damage.